Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by olli s. Lainiala, teemu, moilanen, alister j. Hart, heini s.a. Huhtala, shiraz a. Sabah, and antti p. Eskelinen. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Product location unknown.

Event description:
Information was received based on review of a journal article titled, higher blood cobalt and chromium levels in patients with unilateral metal-on-metal total hip arthroplasties compared to hip resurfacings. The study had a population of 1928 patients with 751 hip resurfacings and 1177 36mm large-diameter head thas, which occurred between 2001 and 2011. This article reported that patients experienced elevated metal ion levels and corrosion. The article also reported that 12 revision procedures occurred before metal ion measurements could be obtained. In conclusion, this study provides valuable nonselected data allowing comparison of mom resurfacings and thas.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. The following sections were updated: added product problem, added additional information, added brand name, added patient code, added health professional, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Three-hundred fifty (350) patients were identified in the article that underwent elevated metal ion level,concentration exceeding 7 ppb on an unknown date. There has been no further information provided and the patient outcome is unknown.